Manufacturer narrative:
Manufacturer control no. (B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the pt was initially admitted to the emergency department with non st segment myocardial infarction. The pt was admitted to cath lab for an angiogram. An intra-aortic balloon (iab) was inserted to stabilize pain. Insertion site was via the left femoral artery and was sheathless. Pt was in sinus brady at around 50 beats/min. The md reported no difficulty in insertion and did not encounter any calcifications at the femoral artery. The territory manager (tm) received a call from the cath lab at 8:20 pm. The md reported that the pt had just had an iabc inserted and they were experiencing repeated 'possible helium loss' and 'helium loss 2' alarms; alarm frequency was approximately every 2 minutes. The tm asked the doctor to check if all connections were tight on the helium driveline tubing. The staff reseated the balloon connector and reported that there was no blood back in the tubing. The pt was lying flat and the catheter wasn't kinked. There was no visible condensate in the tubing, insertion was sheathless and the pump was in autopilot mode; helium psi was 221. The balloon volume was reduced down to 35 cc and the alarm persisted. The tm then went into the hospital during which time the pt was moved to intensive care. The tm repeated all the steps for troubleshooting, including repositioning the helium cylinder and then changing the cylinder as the helium was down to 125psi. The tm also checked o-rings on balloon connector which appeared intact, with no obvious cracks in driveline tubing. There was no visible blood back in the catheter. The tm attempted to aspirate back on balloon, however, the arrow slip-tip syringe was not available and a luer lock syringe was used. Some vacuum was present. Difference between the augmented pressure and plateau pressure was within 20mmhg. Pt remained in a slow heart rate. The tm performed a leak test on either side of catheter bifurcation with no obvious change in baseline pressure, appeared to be at 0mmhg at least. Alarm varied to 'helium loss 3' at times. Changed pumps and alarm persisted. The tm then spoke with the product manager, considered catheter rupture to be a possible cause. Informed interventionalist and the pt was returned to the cath lab where an over-the-wire catheter exchange was performed. Another iab-058040-lws was inserted and the alarms immediately ceased on commencement of counterpulsation. Pt was conscious and stable throughout. There was no reported pt death or injury. Medical/surgical intervention was reported as the over-the-wire catheter exchange. There was an interruption to counterpulsation while the catheter exchange was performed. There was no report of harm to the pt. The pt's outcome is listed as pt survived with no related complications.